Event description:
Less than a day after the pod was activated the customer noticed insulin delivering outside of the skin. He was not sure if the cannula was properly inserted, so he removed the device and noticed a 90-degree bend in the cannula. His blood glucose measured 325 mg/dl at that time.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula may not have been properly inserted into the infusion site, a condition that could interrupt insulin delivery and contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria.